Event description:
The customer reported that the system experienced multiple system lock ups. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The j2 connector on the ps1 power supply was evaluated and reseated. The system was tested and found to be working as intended and returned to service.